Manufacturer narrative:
Please note that the lot number is unknown. Complaint conclusion: as reported in the cordis real-smart study, approximately 20 days after a procedure in which a 6mm x 100mm smart flex vascular self-expanding stent (ses) was implanted, an adverse event of in-stent restenosis (occlusion) occurred. Angiography demonstrated 10% residual stenosis, rutherford class 2 symptoms, and angiographic restenosis >50% without target lesion revascularization. The event was managed with surgical bypass, resolving within the first month. No device deficiencies were reported. At approximately 22 months, angiography demonstrated 0% residual stenosis, although restenosis >50% with symptomatic disease was documented. Target lesion revascularization (tlr) was performed surgically for symptomatic restenosis. During this interval, a bypass occlusion occurred and was treated with bypass thrombectomy, with resolution of the event. No device deficiencies were identified. At approximately 25 months, computed tomography (CT) imaging demonstrated 0% residual stenosis, no restenosis, rutherford class 1 (mild claudication), and no tlr or device deficiencies. No adverse events were reported during this interval. At approximately 38 months, CT imaging demonstrated 0% residual stenosis but recurrent symptomatic restenosis >50%, resulting in another surgical tlr. During this period, a recurrent bypass occlusion required bypass thrombectomy with bypass extension, after which the event resolved. No device deficiencies were reported. At approximately 60 months, magnetic resonance imaging (MRI)/magnetic resonance angiography (mra) demonstrated 0% residual stenosis, no restenosis, rutherford class 2 symptoms, no tlr, no device deficiencies, and no adverse events. At approximately 117 months, CT imaging demonstrated 0% residual stenosis, no restenosis, no tlr, and no device deficiencies. Rutherford classification had progressed to class 5 (ischemic ulceration involving the digits). The index procedure was performed for a left superficial femoral artery (sfa) chronic total occlusion measuring 130 mm in length with a 5 mm reference vessel diameter, 100% stenosis, tasc ii b classification, mild calcification, and rutherford class 2 (moderate claudication). The lesion was crossed subintimally after unsuccessful intraluminal crossing. Pre-dilatation was performed using an unknown 5mm x 150mm non-compliant (nc) pta balloon, after which residual stenosis remained 75a total of one 6mm x 100mm smart flex vascular self-expanding stent (ses) was implanted along with an additional non-cordis pro 7mm x 40mm stent. Final residual stenosis was 10%, the smart flex stent was fully deployed and fully expanded with balloon dilatation, and the patient was discharged 1 day after the procedure. The device will no be returned for evaluation. Based on the available information, the smart flex vascular stent was successfully delivered, fully deployed, and fully expanded within the left superficial femoral artery, resulting in 10% residual stenosis at the completion of the index procedure. No device deficiencies, malfunctions, or stent fractures attributable to the smart flex vascular stent were identified throughout the study. Approximately 20 days after the implantation, the patient developed in-stent restenosis with occlusion requiring surgical bypass, after which the event resolved. Recurrent symptomatic restenosis subsequently occurred at approximately 22 and 38 months, each requiring surgical target lesion revascularization. During these intervals, bypass graft occlusions occurred and were successfully treated with bypass thrombectomy, including bypass extension during the later event. Follow-up evaluations at approximately 25, 60, and 117 months demonstrated no evidence of target lesion restenosis, no additional target lesion revascularization, and no device deficiencies. Given the successful index procedure, the absence of device-related findings throughout approximately 117 months of follow-up, and the patient's underlying peripheral arterial disease with recurrent bypass graft failure, the reported episodes of in-stent restenosis are considered consistent with progression of the underlying vascular disease and patient-specific factors rather than a device-related effect. As listed in the potential complications in the instructions for use, ¿procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: amputation, aneurysm and pseudoaneurysm formation, arrhythmia, arteriovenous fistula, blue toe syndrome coronary ischemia, death, disseminated intravascular coagulation, drug reactions, allergic reaction to contrast medium or to the implanted device, embolism, emergency artery bypass graft surgery, g.I. Bleeding from anticoagulation/antiplatelet medication, hematoma, hemobilia, hemorrhage, hemorrhagic or embolic stroke/ tia, iliac artery spasm, intimal tear/dissection, pneumothorax, renal failure, respiratory arrest, sepsis/infection, stent migration/embolization, stent misplacement, thrombosis, tissue necrosis, vascular injury, including perforation, rupture and dissection, vessel occlusion, restenosis.¿ a product history record (phr) review could not be conducted due to the unavailability of the device lot number. However, based on the information provided, there is no indication that the reported event was associated with a manufacturing-related issue. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in the cordis real-smart study, approximately 20 days after a procedure in which a 6mm x 100mm smart flex vascular self-expanding stent (ses) was implanted, an adverse event of in-stent restenosis (occlusion) occurred. Angiography demonstrated 10% residual stenosis, rutherford class 2 symptoms, and angiographic restenosis >50% without target lesion revascularization. The event was managed with surgical bypass, resolving within the first month. No device deficiencies were reported. At approximately 22 months, angiography demonstrated 0% residual stenosis, although restenosis >50% with symptomatic disease was documented. Target lesion revascularization (tlr) was performed surgically for symptomatic restenosis. During this interval, a bypass occlusion occurred and was treated with bypass thrombectomy, with resolution of the event. No device deficiencies were identified. At approximately 25 months, computed tomography (CT) imaging demonstrated 0% residual stenosis, no restenosis, rutherford class 1 (mild claudication), and no tlr or device deficiencies. No adverse events were reported during this interval. At approximately 38 months, CT imaging demonstrated 0% residual stenosis but recurrent symptomatic restenosis >50%, resulting in another surgical tlr. During this period, a recurrent bypass occlusion required bypass thrombectomy with bypass extension, after which the event resolved. No device deficiencies were reported. At approximately 60 months, magnetic resonance imaging (MRI)/magnetic resonance angiography (mra) demonstrated 0% residual stenosis, no restenosis, rutherford class 2 symptoms, no tlr, no device deficiencies, and no adverse events. At approximately 117 months, CT imaging demonstrated 0% residual stenosis, no restenosis, no tlr, and no device deficiencies. Rutherford classification had progressed to class 5 (ischemic ulceration involving the digits). During this interval, a major amputation involving the first through third toes and corresponding metatarsal bones occurred and remained ongoing at study completion; the event was considered not related to the smart flex stent or the index procedure. Additionally, a puncture-site complication (giant pseudoaneurysm) required surgical repair and resolved. The index procedure was performed for a left superficial femoral artery (sfa) chronic total occlusion measuring 130 mm in length with a 5 mm reference vessel diameter, 100% stenosis, tasc ii b classification, mild calcification, and rutherford class 2 (moderate claudication). The lesion was crossed subintimally after unsuccessful intraluminal crossing. Pre-dilatation was performed using an unknown 5mm x 150mm non-compliant (nc) pta balloon, after which residual stenosis remained 75%. A mild procedural dissection occurred during pre-pta, which was treated by implantation of an additional stent and resolved without sequelae. A total of one 6mm x 100mm smart flex vascular self-expanding stent (ses) was implanted along with an additional non-cordis pro 7mm x 40mm stent. Final residual stenosis was 10%, the smart flex stent was fully deployed and fully expanded with balloon dilatation, no intraprocedural adverse events other than the dissection occurred, and the patient was discharged 1 day after the procedure. The device will no be returned for evaluation.